Event description:
Admitted a trauma pt with sbp in 200's with bilateral frontal contusions, right occiptal skull fx, sdh. Was ordered to start propofol gtt for sedation and bolt placement in order to monitor icp. The alaris pump I was using for infusion did not have propofol or diprivan available under the ICU guardrails drug program. I gave the pump to the tech and asked him to place a note that started propofol was missing from critical selection for guardrails drug. I went to get another pump and attempted to set the program again and still no propofol setting was available. I was then told by the charge rn, that she called the pharmacy and was told the pumps were being re-programmed and it should be there at sometime and until then to just use "basic infusion". I went to supply room and finally after checking 5 different pumps, I found one that had propofol listed in the meds list, and stated to the charge rn that using "basic infusion" for propofol was dangerous. During this time dr. Was standing at the head of the bed waiting to start the procedure and was aware of the reasons for the delay. Follow up: the pump drug library released x/x/2012, had some changes in it where I attempted to make selection of medications easier for our anesthesia care colleagues. Unfortunately, this resulted in those same meds, propofol included, not being available in the ICU profile. As soon as I was notified of this problem x/x/2012 am, I reversed the changes made and uploaded a new drug library, ucsd xx.xx.2012. I also removed the library from x/x/2012, from the server so it is no longer available. While we are making every effort to use the safety software in the pumps, in an emergency basic infusion can be used. Moving forward, all library changes will be checked on the pump before upload. When possible, I will have a 2nd pharmacist check the library as well. (B)(6).